Event description:
It was reported that there was an error code 45986. This alarm signifies that the pump has detected a blockage or restriction in the tubing between the fluid container (like an IV bag) and the pump itself. The event occurred during pre-test. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. It was reported that there was an error code 45986. The pump failed the accuracy test during bench testing conducted. The probable cause of the reported problem is unknown. All functional tests of the device passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
The record was updated with additional information regarding an additional malfunction: during bench testing the device failed accuracy testing. This information was previously submitted on 3012307300-2025-06544 on 03-jun-2025, which was found to be a duplicate record for this device. Update to h6 medical device problem code.